Event description:
It was reported to vyaire medical that the avea ventilator has a higher positive end-expiratory pressure (peep) measurement than the one that was programmed. Furthermore, there was no information for patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for evaluation. Therefore, root cause was not determined. However the customer was provided with codes. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.